Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking from the cartridge during a supply change while assembling the cartridge and luer connector prior to insertion into the ilet, and insulin delivery was restored after the user followed guidance to insert the cartridge first and then attach the connector using new supplies. Symptoms included no reported adverse clinical effects and blood glucose not affected. Outcomes included resumption of therapy without medical intervention or hospitalization. Investigation included troubleshooting by phone and user re-education on correct supply change steps. Investigation of this case revealed improper assembly technique leading to a leak that resolved with correct assembly and replacement of supplies. It was concluded that the event was attributable to user technique and that the device functioned as expected once used according to instructions.